Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient received a high drain alarm on the home choice device and felt overfull a few weeks prior to calling baxter. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume.) It is unknown what step of therapy the alarm occurred. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported issue was verified in the device history review logs. Additionally, the device underwent and passed both homechoice return instrument test/evaluation (rite) electrical test and rite functional test. An internal and external inspection was performed and no issues were noted. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was successfully completed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. No failure or malfunction was identified that could have caused or contributed to the reported issue. The direct cause for the reported issue was determined to be insufficient drain, use error: tidal total uf removal set too low. The device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.